Event description:
It was reported that, "this pt's right hip is giving her a lot of pain over the last year. The pain is greater in the day than in the evening. She is the leader of two dance group and would like to be able to continue her dancing at various nursing homes and conferences without such pain. Cortisone shots relieve pain for approximately 2 weeks. She has had 2 cortisone shots to date. She would like to know if any of her implants have been recalled."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2030-6530-1, lot # 18711502, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6540-1, lot # 875996f, description: 6.5 cancellous bone screw 40mm. Cat # 621-10-32e, lot # 1ythra, description: trident 10 crossfire insert 32mm ID. Cat # 6265-1006, lot # 5876401, description: unknown meridian tmzf hip stem #3. Cat # 6260-5-132, lot # unk, description: 32mm std v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.